Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the post implant x-rays indicated the electrode migrated. Boston scientific technical services (ts) reviewed the x-ray and also noted the electrode had retracted which may have been due to adipose tissue. The field representative stated that the physician re-tunneled the electrode during the two incision technique procedure which may have contributed to this observation. Ts also noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be placed anterior. Ts suggested further troubleshooting and possible revision procedure. The physician opted to perform defibrillation threshold (dft) testing, which was successful. Subsequently the patient was released from the hospital without any further intervention and has scheduled follow-ups with the physician. The s-ICD and electrode remain in service.